Event description:
It was reported that during fill cycle of the therapy, while the home patient (hp) was connected, the heater line disconnected from the heater bag causing a leak. The hp did not properly tighten the heater line to the heater bag. The hp usually checks the lines before starting the therapy but forgot to do it this time. The hp discarded the supplies and was able to perform the therapy at a later time without any issues. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. It instructs the user to check all disposable set connections for a secure fit before beginning therapy. It provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.